Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial (ra) lead was dislodged during an unrelated procedure. The lead was repositioned. Post-operation interrogation of the ra lead revealed increased capture threshold, decreased pacing impedance, intermittent capture, and was sensing both p waves and r waves. It was noted that the patient experienced an irregular rhythm after the repositioning. The lead was programmed off. On (B)(6) 2020, the lead was explanted and replaced. There were no further complications and the patient was noted to be recovering.